Event description:
The hospital reported the ventilator delivered >1200ml. There was no reported patient injury.

Manufacturer narrative:
Patient information will not be released due to privacy laws. Per 21 cfr 806 ge healthcare has initiated a medical device correction for this issue under FDA reference number z-0009- 2014.